Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the customer was 225 mg/dl. Customer reported blood glucose level was between 300 mg/dl to 400 mg/dl. Customer reported that the insulin was leaking from the site. Customer reported that the cannula was bent. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.